Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a trellis device. The customer reports a pt who was status post a hemorrhagic stroke two months prior, with a relative contraindication for thrombolytic, was cleared by a neurologist to have continuous drip thrombolysis for an acute ivc filter thrombosis and left ileopopliteal dvt. He was referred to an (B)(6) radiologist and due to the high risk nature of a bleed, the trellis procedure was chosen for the thrombolytic isolation feature. The trellis procedure was uneventful and pt left the procedure room fully alert and oriented at 8pm. In the subsequent early am, the pt developed a massive cerebral bleed and expired later that day.